Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the patient had poor coupling; they had 0-2 bars. The antenna locator was used to resolve the issue; they attempted a recharge and got eight bars and after one minute the bars dropped down to four. A spacer was tried and the patient was able to get six bars lying on their side. The patient had lost 20 pounds recently, but the battery seemed tight in the pocket and superficial. The incision went through the center of the battery and the representative thought there might be a slight angle to the battery but it was still flat. The implant was low and they couldn't turn it on, but the representative was then able to run group impedance. The healthcare provider was going to relocate the implant and a date had not been set. The indication for use was spinal pain. No patient symptoms reported.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.